Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for an unknown number of patient samples after preventative maintenance was performed. Data was only provided for one patient sample. The initial cholesterol result was "around 15 mmol/l" and was reported outside the laboratory. On (B)(6) 2014, the lab received a call from a general practitioner (gp) who said he did not believe the result for one of his patients. The laboratory repeated the sample and the result was "around 6 mmol/l". There was no adverse event. The cholesterol reagent lot number and expiration date were requested, but were not provided. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer refused further support and considered the issue resolved.